Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, it was noted that the pacing threshold had increased resulting in a loss of capture due to a suspected lead dislodgement on the left ventricular lead. The device was reprogrammed to deactivate the lv lead. The patient stable with no adverse consequences reported.

Event description:
Additional information was received indicating that during the patient's follow-up, the threshold on the left ventricular lead had increased. No intervention or diagnostic imaging was performed and the patient was stable and will continue to be monitored.